Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Relative/friend via e-mail stated that he was brushing his teeth with an oral-b electric toothbrush and suddenly he had the brush head in his mouth. No injury was reported.